Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently did not deliver insulin as intended. Customer's blood glucose (bg) ranged from 249-500 mg/dl with trace ketones. In addition, the customer felt dizzy. Manual insulin injections were administered to address bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.